Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's right l3 lead had migrated. As a result, the lead was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.